Event description:
(B)(4). Since getting the essure placed I have experience constant hip and abdominal pain and sharp stabbing pains, hair loss, always exhausted, metal taste, brain fog, heavy periods, night sweets, and finally now will be getting tubes and essure removed in (B)(6).